Manufacturer narrative:
Device 1 of 2 d2: common device name: protector, ostomy product code: exe g4: PMA / 510(k) # exempt. E1: complainant country: china. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
This emdr is being submitted for an unknown number of wafers with known lot and reference number from unknown market unit boxes. The end user reported that the stomahesive seal not sticking properly and after molding it became crumbly, with partial fragmentation observed in the same. A photograph depicting the issue was received from the complainant.